Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales associate (csa) called in to report that the bipolar was not firing. The caller stated before calling in the customer replaced the energy cable, but the issue remained. The isi technical support engineer (tse) tried to view the system logs and settings, but the system was not connected to logs during the call. The caller stated they had no errors on the erbe generator, and the settings were correct and the erbe generator was showing a bipolar instrument on arm 1 and did not have any red question marks. The tse recommended customer reboot the erbe, try a new bipolar instrument, or try another energy cable. The caller stated the surgeon was working and things were going well, so they didn't want to stop to troubleshoot at this time. The customer was continuing with the case and may try reboot the erbe generator at the end of the case. The procedure was completed as planned with no reported injury. Isi contacted the initial reporter and obtained the following information: system functionality was checked upon powering on the system. The system initially powered on without errors. The site switched out the energy cords and rebooted the erbe. After the case, the site performed a hard power restart.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, but still replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi has received the iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The generator was returned for failure analysis but the reported failure (bipolar isn't firing) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.